Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the tubing was not secured to the connector, resulting in insulin leaking at the connector and partial depletion of the cartridge, and the user required guidance to remove the cartridge and reinstall supplies; the user rewound the pump, secured connections, completed the supply change, and resumed insulin delivery without alerts or alarms. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no injury and no medical intervention. Investigation included customer service troubleshooting and user education on proper connection and supply change steps. Investigation of this case revealed an assembly or connection issue at the infusion set connector that led to insulin leakage, resolved by reinstallation and tightening of components. It was concluded, based on previously established findings for similar reports, that the cause was user technique.